Event description:
At the end of the procedure, a 12 cm full thickness burn was noticed on the right lateral section of the pt's thigh. It was approx 12 cm in length. They were using a valley lab exc generator.

Manufacturer narrative:
Per conversion with nurse debbie dowd, the settings were 80 cut, 100 coag. The burn occurred on the pad on the side opposite to the connector. Skin grating was performed. The facility's root cause analysis deemed that the pad wasn't fully adhered to the pt as the leg was very hairy. Anesthetics and oxygen was administered. Product catalog number is 400-2100, lot code is unk at this time. The suspect device has not been received. We will f/u within a 30-day period with our eval.